Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a pvp and lateral fusion for fracture of l1 on april 12, 2023. The fenestrated screw and cement were used for lateral fusion. The range of fusion was t11-l2. The cement was mixed after inserting the fenestrated screw to l2. 11 minutes after mixing cement, viscosity of the cement was confirmed, and the surgeon started injecting the cement. After starting injection, leakage of the cement on the vessel anterior to the vertebral body was found, and the surgeon stopped injection. But the patient's condition was unaffected, so the surgery was continued. After surgery, leakage of the cement toward right side of anterior was confirmed by x-rays. CT scan will also be taken in the future. The surgery was completed successfully with no surgical delay. No further information is available. Remarks: (B)(4) are involved with the same event. (B)(4) (synthes spine): cement. (B)(4) (depuy spine): screw. This report is for one (1) vertecem v+ cement kit this is report 1 of 1 for complaint (B)(4).